Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator was failed to open. A field service engineer was unable to identify any issues, no issue found. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator not opening. The customer reported that the malfunction occurred when the user tired to get the medications and user was able to get medication from the pharmacy, which results a delay in dispensing medication.. There were no adverse events or injuries reported based on this event.